Event description:
Additional information received reported that when the healthcare provider (hcp) saw the patient in the office he denied any issues. The hcp was not aware that the patient had concerns with the positioning or depth or about the charging difficulties. The patient told the hcp that the stimulation had been working well for him. It was thus unclear if there were issues or not.

Event description:
It was reported that a patient was experiencing a coupling problem. It was stated that the patient "only gets 8 blank coupling boxes". It was stated that the patient had not felt stimulation "in about a week". The patient did not think the device had ever successfully recharged because, he always got 8 blank boxes. It was reported that the patient "used to be able to feel the implant", and now the patient "could hardly feel it". The patient was able to feel the stimulator through his skin, but now he could not. Additional information received reported that the stimulator had not worked in three weeks. It was noted that the device was placed in on (B)(6) 2013 and they could not get it to recharge or do anything, so the patient turned it off. The patient had a doctor appointment scheduled on the day of the report and the patient wanted the device adjusted or taken out.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).